Event description:
A patient contacted global technical services (gts) regarding assistance with a system error 2240 while using the homechoice (hc) during the initial drain. Gts had the patient close the clamps and cycle power to clear the error. The patient and bags were connected at the time of the error. Gts explained that a large amount of air had entered into the disposable set and they would need to start over using new supplies. Gts then advised the patient to notify their nurse. Product surveillance contacted the patient who stated she did not notice anything unusual with the supplies. The lot information was unknown and the sample was not available. The patient stated that she notified her nurse who thought the error may have been caused by the patient pressing "go" before connecting, but the patient stated that she did not remember doing that. The patient advised that she had resumed therapy and everything was going well. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). The sample was discarded. A follow-up report will be submitted upon the completion of baxter's investigation.

Manufacturer narrative:
(B)(4). An engineering quality review was completed for this report of a system error 2240 (air in set). The reported condition was not confirmed due to a lack of sample. Based on the information obtained during baxter?s investigation, the root cause of the alarm was not determined. The batch review was not performed because the lot information was unknown. Similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).